Event description:
It was reported that a stent dislodgement occurred. The target lesion details are unknown. While utilizing a 20x2.25mm promus element stent delivery system during a percutaneous coronary intervention, the stent dislodged from the balloon. It was further noted that the stent "floats in the patient" and the patient will be under observation. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: the stent delivery system was returned for analysis. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. A review of the associated batch records; the stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range with no anomalies evident. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. The target lesion details are unknown. While utilizing a 20x2.25mm promus element stent delivery system during a percutaneous coronary intervention, the stent dislodged from the balloon. It was further noted that the stent "floats in the patient" and the patient will be under observation. The procedure was completed with a different device. No further patient complications were reported.